Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the pacemaker exhibited non-stop pacing in the right atrium and right ventricle. It was suspected that the measurement was inaccurate. Re-interrogation of the pacemaker exhibited acceptable values. No programming changes were made. The patient was stable.